Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer had motor current error detected alert and the customer also states that they did not receive a low battery alert prior to the off no power alert. Glucose level was 172 mg/dl. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed the operating currents, self test and displacement test. No unexpected battery power loss anomaly noted during test.